Event description:
It was reported that the patient was not getting any stimulation at all, there was no stimulation sensation. It had stopped working. The patient saw a manufacturer representative (rep) at the healthcare providers (hcp) office about a month prior and they made some adjustments and told the patient the implantable neurostimulator (ins) was fine. The patient would see a message on the patient programmer about 6 weeks before the ins depletion. To the patient¿s family¿s knowledge, no message had been seen. The patient lost stimulation the night prior. Lying down provided an increase in stimulation to the patient so the patient generally turned the device off every night. The patient¿s family thought that the patient would be able to recognize the appropriate icons and notice if the stimulation had turned off. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3550-29, lot# n422458, implanted: (B)(6) 2014, product type: accessory. Product ID: 9 7740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that all impedances were found to be outside of normal limits for all electrode contacts. The system appeared to be intact. The impedance testing was done pre and inter-operatively. The stimulator checked out ok, the issue was determined to be with lead. There was cleaning the lead before impedance testing. Replacing the lead led to regular impedance readings. The issue resolved at the time of the report.